Manufacturer narrative:
E2: health professional ¿ n (no) e3: occupation - non-healthcare professional. Based on the results of the investigation, it is likely that the following led to the malfunction: the cracks in the body of the scope prevented the scope from being airtight, allowing moisture to enter the body, which was likely to have led to flooding of the body. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding in the main unit. There was no patient involvement.